Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low", although a specific value was not given. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.